Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "the patients left femur was revised after sustaining a fall off a ladder. Initial op date was (B)(6) 2021. Date of orif is (B)(6) 2021. Patient was revised to cables and restoration modular stem. The stem and head were revised.